Event description:
Report indicated that during pre-treatment setup, the treatment table moved vertically without operator control. When the customer released the table controls for upward movement, the table continued upward until the emergency off button was pressed at the end of the table. Preparer stated the table continued to move upward after the deadman button was released. Resetting motion stop restored normal operation for the zxt. There was no injury as a result of this event.